Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilation. However, on initial inflation at 12 atmospheres, the balloon ruptured at the area right before reaching the lesion. The procedure was completed with a non bsc device. No patient complications were reported.